Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient experienced unspecified pain as a manifestation of the event. The cause of, the treatment for, and the outcome of the peritonitis was not reported. One day after peritonitis onset, the patient experienced pain more specifically described as stomach pain as a manifestation of the peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. No information was provided regarding whether dianeal and extraneal therapies were ongoing. No additional information is available.